Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory it was discovered that the rate/sense portion of this lead had a conductor fracture at the proximal end of the tip segment returned. The location and type of the fracture on this lead is consistent with a fatigue fracture on reliance leads. Additionally, it was confirmed that the proximal end of the distal spring electrode was separated from the lead body insulation. This observation was induced in the field. The high out of range shock impedances were unable to be confirmed as the segment returned passed continuity testing on the distal high voltage portion of the lead.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited noise and oversensing leading to inappropriate anti-tachycardia pacing (atp). Furthermore, the oversensing did lead to pacing inhibition; however, the patient had an intrinsic rhythm. No adverse patient effects were reported. Subsequently, the patient underwent a revision procedure. During the procedure the physician noticed that the distal coil was not well connected. After reconnection the lead to the ICD, the shock impedance was greater than 200 ohms. The right ventricular (rv) lead was explanted along with the ICD. New products were successfully placed and no adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.